Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/28/2016 that on (B)(6) 2016 the receiver had low audio output. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed; however, low audio output cannot be confirmed through data review. Global receiver functional test was performed but the unit could not communicate with the tester. A manual sound drop test was performed and passed. The reported event of a low audio output was not confirmed. A root cause could not be determined.